Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092313) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one had migrate to my cervix') and embedded device ('the other was embedded in my uterus wall') in a female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), ascorbic acid, bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), biotin, bupropion hydrochloride (wellbutrin), celecoxib (celebrex), curcuma longa (turmeric), diphenhydramine hydrochloride, fish oil, hydroxychloroquine, hyoscyamine sulfate, magnesium, malus spp. Vinegar extract (apple cider vinegar), melatonin, paracetamol (tylenol), sertraline hydrochloride (zoloft), sodium bicarbonate (baking soda), taraxacum officinale root (dandelion root), tocopherol, tramadol, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain, intenseful painful sharp and sometimes a dull ache"), abdominal pain ("horrible daily chronic pain throughout my entire abdomen"), uterine pain ("uterine pain"), allergy to metals ("allergic to nickel"), pain in jaw ("pain in jaw"), abdominal pain upper ("upper right quadrant pain"), spinal stenosis ("spinal stenosis"), intervertebral disc degeneration ("degenerative disc disease"), rheumatoid arthritis ("rheumatoid arthritis"), mixed connective tissue disease ("mixed connective tissue disease"), dermatitis contact ("allergic to scented hand creams and lotions."), gluten sensitivity ("allergic to gluten"), milk allergy ("dairy night shades"), dust allergy ("allergy to dust"), seasonal allergy ("allergy to pollen") and perfume sensitivity ("allergic to perfume"), underwent cholecystectomy ("losing my gallbladder") and was found to have quality of life decreased ("quality of life decreased"). The patient was treated with surgery (hysterectomy and need to have surgery bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, rheumatoid arthritis, cholecystectomy, mixed connective tissue disease, quality of life decreased, dermatitis contact, gluten sensitivity, milk allergy, dust allergy, seasonal allergy and perfume sensitivity outcome was unknown, the back pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cholecystectomy, dermatitis contact, device dislocation, dust allergy, embedded device, gluten sensitivity, intervertebral disc degeneration, milk allergy, mixed connective tissue disease, pain in jaw, perfume sensitivity, quality of life decreased, rheumatoid arthritis, seasonal allergy, spinal stenosis and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one had migrate to my cervix and the other was embedded in uterus wall.. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092313, on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the other was embedded in my uterus wall'), device expulsion ('one had migrate to my cervix') and rheumatoid arthritis ('rheumatoid arthritis') in a female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), ascorbic acid, bifidobacterium bifidum; bifidobacterium lactis; lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus ;lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum; lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10), biotin, bupropion hydrochloride (wellbutrin), celecoxib (celebrex), curcuma longa (turmeric), diphenhydramine hydrochloride, fish oil, hydroxychloroquine, hyoscyamine sulfate, magnesium, malus spp. Vinegar extract (apple cider vinegar), melatonin, paracetamol (tylenol), sertraline hydrochloride (zoloft), sodium bicarbonate (baking soda), taraxacum officinale root (dandelion root), tocopherol, tramadol, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, life threatening and intervention required), device expulsion (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion disability), back pain ("back pain, intenseful painful sharp and sometimes a dull ache"), abdominal pain ("horrible daily chronic pain throughout my entire abdomen"), uterine pain ("uterine pain"), allergy to metals ("allergic to nickel"), pain in jaw ("pain in jaw"), abdominal pain upper ("upper right quadrant pain"), spinal stenosis ("spinal stenosis"), intervertebral disc degeneration ("degenerative disc disease"), mixed connective tissue disease ("mixed connective tissue disease"), dermatitis contact ("allergic to scented hand creams and lotions."), gluten sensitivity ("allergic to gluten"), milk allergy ("dairy night shades"), dust allergy ("allergy to dust"), seasonal allergy ("allergy to pollen") and perfume sensitivity ("allergic to perfume"), underwent cholecystectomy ("losing my gallbladder") and was found to have quality of life decreased ("quality of life decreased"). The patient was treated with surgery (hysterectomy and need to have surgery bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, rheumatoid arthritis, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, cholecystectomy, mixed connective tissue disease, quality of life decreased, dermatitis contact, gluten sensitivity, milk allergy, dust allergy, seasonal allergy and perfume sensitivity outcome was unknown, the back pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cholecystectomy, dermatitis contact, device expulsion, dust allergy, embedded device, gluten sensitivity, intervertebral disc degeneration, milk allergy, mixed connective tissue disease, pain in jaw, perfume sensitivity, quality of life decreased, rheumatoid arthritis, seasonal allergy, spinal stenosis and uterine pain to be related to essure. The reporter commented: serious injury criterion: life threatening, hospitalization, disability, required intervention, other serious (important medical event) were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one had migrate to my cervix and the other was embedded in uterus wall. Amendment: the report was amended for the following reason: after internal review, additional seriousness criteria were added. Case classification upgraded from (medically significant) serious incident to life threatening. Event of one had migrate to my cervix updated from "device dislocation" to "device expulsion". No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the other was embedded in my uterus wall'), device expulsion ('one had migrate to my cervix') and rheumatoid arthritis ('rheumatoid arthritis') in a female patient who had essure (batch no. B02265) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), ascorbic acid, bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), biotin, bupropion hydrochloride (wellbutrin), celecoxib (celebrex), curcuma longa (turmeric), diphenhydramine hydrochloride, fish oil, hydroxychloroquine, hyoscyamine sulfate, magnesium, malus spp. Vinegar extract (apple cider vinegar), melatonin, paracetamol (tylenol), sertraline hydrochloride (zoloft), sodium bicarbonate (baking soda), taraxacum officinale root (dandelion root), tocopherol, tramadol, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, life threatening and intervention required), device expulsion (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion disability), back pain ("back pain, intenseful painful sharp and sometimes a dull ache"), abdominal pain ("horrible daily chronic pain throughout my entire abdomen"), uterine pain ("uterine pain"), allergy to metals ("allergic to nickel"), pain in jaw ("pain in jaw"), abdominal pain upper ("upper right quadrant pain"), spinal stenosis ("spinal stenosis"), intervertebral disc degeneration ("degenerative disc disease"), mixed connective tissue disease ("mixed connective tissue disease"), dermatitis contact ("allergic to scented hand creams and lotions."), gluten sensitivity ("allergic to gluten"), milk allergy ("dairy night shades"), dust allergy ("allergy to dust"), seasonal allergy ("allergy to pollen") and perfume sensitivity ("allergic to perfume"), underwent cholecystectomy ("losing my gallbladder") and was found to have quality of life decreased ("quality of life decreased"). The patient was treated with surgery (hysterectomy and need to have surgery bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, rheumatoid arthritis, uterine pain, allergy to metals, pain in jaw, abdominal pain upper, spinal stenosis, intervertebral disc degeneration, cholecystectomy, mixed connective tissue disease, quality of life decreased, dermatitis contact, gluten sensitivity, milk allergy, dust allergy, seasonal allergy and perfume sensitivity outcome was unknown, the back pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cholecystectomy, dermatitis contact, device expulsion, dust allergy, embedded device, gluten sensitivity, intervertebral disc degeneration, milk allergy, mixed connective tissue disease, pain in jaw, perfume sensitivity, quality of life decreased, rheumatoid arthritis, seasonal allergy, spinal stenosis and uterine pain to be related to essure. The reporter commented: serious injury criterion: life threatening, hospitalization, disability, required intervention, other serious (important medical event) were reported, but not specified and/or assigned to one of the events diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one had migrate to my cervix and the other was embedded in uterus wall. Most recent follow-up information incorporated above includes: on 20-feb-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.